Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no display (black). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported issue of "no display (black)" was verified as the device would not power on. Visual inspection found multiple corroded parts as the assignable cause for no power. The corroded parts were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.